Event description:
Device has been explanted.

Event description:
Patient reported, left side developing sjogren's syndrome, rheumatoid arthritis and hashimoto's disease (deemed non device related). Healthcare professional, later reported, left side "leaking". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed openings on the device. Sjogren¿s syndrome ¿ ndr: unable to observe as it is not related to the device.autoimmune/connective tissue ¿ symptoms of ¿ ndr: unable to observe as it is not related to the device.arthritis-rheumatoid ¿ ndr: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Calcification: white calcification observed on the device. As per the investigation procedure, (deformation, creases, wear abrasion and particles) was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.6., d.9., h.2., h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Information contained in this report was previously submitted through [asr] on 10/24/2011.

Event description:
Patient reported left side developing sjogren's syndrome, rheumatoid arthritis, and hashimoto's disease (deemed non device related). Healthcare professional later reported left side "leaking". Device remains implanted.